Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg), implant procedure an attempt to insert the torque wrench into the setscrew was made, however, the wrench did not fit into the setscrew, and tightening could not be completed. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, a loose/detached set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.